Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, it was reported the patient's infusion tubing got detached. The blood glucose level of the patient at the time of incident was 500 mg/dl. Currently, the blood glucose level of the patient was 181 mg/dl. No further information was available.